Manufacturer narrative:
It was reported that after initial bilateral bunion surgeries on (B)(6) 2023, all hardware from both feet was removed on (B)(6) 2023 due to pain at the hardware site. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, feedback received indicates, it is possible the patient's anatomy could have contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2024-00014, 3011623994-2024-00015.

Event description:
It was reported that after initial bilateral bunion surgeries, all hardware from both feet was removed on (B)(6) 2023 due to pain at the hardware site. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.